Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Mayfield skull clamp slipped while in contact with a patient. The reporter stated, the lock is slipping. The device was returned for investigation. The slippage is happening under the weight of the patient. Additional information requested from reporting facility.